Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was sick of shaking and needed to increase stimulation, further stating that the health care professional (hcp) told the patient what to change settings to. Patient synced with the patient programmer (pp) and stimulation was off. Patient was walked through turning back on, and they were able to successfully turn stimulation back on, but patient was still shaking. Patient confirmed seeing on and ok. It was noted that the hcp provided the patient the ability to change amplitude or groups. It was reviewed for patient to increase/decrease amplitude of medically appropriate and this did resolve the issue. Patient inquired hot to increase stimulation with the pp. Patient was walked through increasing stimulation and patient was able to successfully increase stimulation. Patient was at 1.8 on the left side and 2.0 on the right side. Patient stated they were better now and was no longer shaking. No further patient complications were reported/ anticipated as a result of this event.